Manufacturer narrative:
Unit had blank steady white lcd due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Pump received with cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack on screen. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.